Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing on the atrial channel. As a result, inappropriate atrial tachy response (atr) episodes were stored. Technical services (ts) recommended further reprogramming options and blanking adjustments. No adverse patient effects were reported. This crt-d remains in service.